Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. As venous pressure low alarm followed by a system alarm occurred during a routine hemodialysis treatment. A fluid leak was observed. Partial rinseback was completed, resulting in an estimated blood loss of 170cc. The pt was restarted on epogen. No other medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator no performing rinseback of the pt's blood as instructed in the user's guide. Evaluation of the returned cartridge identified an effluent leak in the disposable effluent fluid path. The occurrence of similar leaks has been investigated and appropriate action has been taken to reduce the occurence of leak. The user's guide includes adequate warnings for the operator to periodically check the system for leaks, as the cycler may not sense slow leaks and to terminate the treatment, if a leak cannot be resolved. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional info will be provided.